Event description:
It was reported that the catheter was placed via internal jugular vein. The lines of the catheter immediately clotted, air was entering the distal line and the connection to the transducer was leaking blood. There were no reported consequences to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.